Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 33mm mitral annuloplasty band, it was explanted and replaced with a 36mm band of a different model. The physician reported that the replacement was due to under-sizing the annulus which resulted in postoperative systolic anterior motion. There were no malfunction reported for the 33mm mitral annuloplasty band. No additional adverse patient effects were reported.